Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report of a black screen was confirmed due to a defective circuit board. Additionally, another reportable finding was determined; the air supply to the insufflator was insufficient due to defective first regulator unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflator had a black screen when booting up. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported events is likely due to failure of the pressure sensor (cr) board and a defective primary regulator unit. Olympus will continue to monitor field performance for this device.